Manufacturer narrative:
Of the 5 allegations of a malfunction, 17 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a damage cartridge compartment. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-68 years of age and between 138 and 138 pounds. Of the reported patients, were male, 5 were female, and 0 were unknown.